Event description:
It was reported that the bedridden patient was placed with catheter and it was found that the water from the balloon of the catheter could not be withdrawn smoothly when they tried to withdrawn the catheter. It was reported that the catheter was removed by urology director of the hospital.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related, example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bedridden patient was placed with catheter and it was found that the water from the balloon of the catheter could not be withdrawn smoothly when they tried to withdrawn the catheter. It was reported that the catheter was removed by urology director of the hospital.